Manufacturer narrative:
There is no evidence of a device malfunction. The air alarms were attributed to operator error as the user intentionally left the arterial connection loose when starting treatment. The cycler alarmed appropriately. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial and venous air alarms occurred as a result of a loose arterial connection. The alarms were followed by multiple effluent pressure low alarms which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.